Event description:
It was reported that pump displayed malfunction code 16 without any notable events occurring beforehand and that malfunction persisted even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, but because malfunction recurred and pump was out of warranty, technical support advised customer to contact nhs so required form could be provided and pump replacement could be arranged; no information was provided regarding back-up therapy or any additional outcome.